Event description:
The user facility reported that a 63-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced low pump flows. The physician did not believe the device was accurately unloading and calculating the flow rate. No further information was provided. There were no reports of harm to the patient.

Manufacturer narrative:
The investigation into the reported low pump flows was completed. The pump and purge cassette were returned for evaluation. Visual inspection of the pump revealed a large amount of biomaterial around the impeller in the cannula. Following the investigation, the biomaterial was determined to be the root cause of the pump not unloading properly and lower flow than expected flows. This report is being filed as part of a retrospective review of historical records.